Event description:
During collection of shed blood from total knee arthroplasty it was noted that blood was being aspirated from the collection container into wall suction. Device contains a hydrophobic membrane that is supposed to prevent blood from being suctioned from container, shed blood discarded.